Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient was hospitalized for peritonitis from (B)(6) 2017 - (B)(6) 2017. Treatment rendered at the clinic was gentamicin and vancomycin. It was unknown if the antibiotics were switched at the hospital. White blood cell performed at the clinic on (B)(6) 2017 before hospital admission was 28,375 (unspecified lab unit). Cultures performed at the hospital yielded pseudomonas aeruginosa and klebsiella pneumoniae. The patient was transitioned to hemodialysis (hd) thereafter and placed in hospice. As per the nurse, the cause of peritonitis was touch contamination. The patient has been on peritoneal dialysis treatment since (B)(6) 2016.

Event description:
A peritoneal dialysis nurse reported that the patient was hospitalized for peritonitis from (B)(6) 2017 - (B)(6) 2017. Treatment rendered at the clinic was gentamicin and vancomycin. It was unknown if the antibiotics were switched at the hospital. White blood cell performed at the clinic on (B)(6) 2017 before hospital admission was 28,375 (unspecified lab unit). Cultures performed at the hospital yielded pseudomonas aeruginosa and klebsiella pneumoniae. The patient was transitioned to hemodialysis (hd) thereafter and placed in hospice. As per the nurse, the cause of peritonitis was touch contamination. The patient has been on peritoneal dialysis treatment since (B)(6) 2016.

Manufacturer narrative:
Clinical evaluation: although a temporal relationship exists between the liberty cycler, the fmc cassette and the reported adverse event of peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or fmc cassette and the adverse event(s). The pdrn reported on 1/feb/2018 the cause of the peritonitis was touch contamination. Additionally, there is no allegation or indication any fresenius device(s) malfunctioned or failed to perform as expected. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis nurse reported that the patient was hospitalized for peritonitis from (B)(6) 2017 - (B)(6) 2017. Treatment rendered at the clinic was gentamicin and vancomycin. It was unknown if the antibiotics were switched at the hospital. White blood cell performed at the clinic on (B)(6) 2017 before hospital admission was 28,375 (unspecified lab unit). Cultures performed at the hospital yielded pseudomonas aeruginosa and klebsiella pneumoniae. The patient was transitioned to hemodialysis (hd) thereafter and placed in hospice. As per the nurse, the cause of peritonitis was touch contamination. The patient has been on peritoneal dialysis treatment since (B)(6) 2016.